Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 160 ohms, resulting in an open circuit fault code during additional defibrillation threshold (dft) testing. Subsequently, the patient underwent a revision procedure and the rv lead was surgically abandoned and replaced. The device was also explanted due to normal battery depletion. No additional adverse patient effects were reported.